Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. Vessel perforation is a known inherent risk of endovascular procedures and is documented in our device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. MDR related to this event: 2029214-2017-00249 2029214-2017-00250 2029214-2017-00251 2029214-2017-00252 2029214-2017-00253 2029214-2017-00254.

Event description:
Citation: efficacy and limitations of transarterial acrylic glue embolization for intracranial dural arteriovenous fistulas. Miyamoto n1, naito I, shimizu t, yoshimoto y. Neurol med chir (tokyo). 2015;55(2):163-72. Doi: 10.2176/nmc.oa.2014-0223. Epub 2015 jan 23. Medtronic received report that the patient suffered a vessel perforation of the middle meningeal artery(mma). However, the patient was asymptomatic and no medical intervention was reported to have been given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.